Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed to support a patient admitted in with acute myocardial infarction/cardiogenic shock. The support was ongoing when the limb became ischemic and the team placed an antegrade sheath for perfusion. The limb did not improve and and the patient expired. It was noted that there were no problems with impella operation throughout management. However, the lower limb compartment syndrome was likely caused by the impella. It was further reported that the cause of death was multiple organ failure due to lower limb compartment syndrome. Therefore, there is not enough evidence to exclude the impella used as an associated factor to the patient's outcome.